Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d5, d9, d10, e1,e2,e3,e4 g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) replaced the fiber extension connector assembly (d012-00-1562) and functional tested without any further failures or issues. All work was performed on maintenance so# sa-00160009. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Event description:
It was reported that during the semi annual maintenance the cardiosave intra-aortic balloon pump (iabp) had broken fiber optic ext connector. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) broken fiber optic ext connector. No harm reported.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2. Corrected fields- h6-investigation findings, e1 (event site email and initial reporter), g2, h11. A getinge field service engineer (fse) replaced the fiber extension connector assembly and functional tested without any further failures or issues. All work was performed on maintenance so# (B)(4). Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing department received the following part associated with this complaint-cable assy. Fo sensor ext. This part was received with a reported unit failure message of ¿fo connector broken¿. The failure analysis and testing department performed a visual inspection, and the part was found with broken connector.the fat dept. Verified the failure message of ¿fo connector broken¿.

Event description:
It was reported that during semi annual maintenance by getinge fse, the cardiosave intra aortic balloon pump (iabp) had broken fiber optic extension connector assembly. Patient not involved and no adverse event reported.